Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer attempted to self-treat with a bolus via pump. The customer¿s blood glucose level was 700 mg/dl and with high ketones, not identified dangerous by healthcare professional. The customer went to the emergency room and subsequently hospitalized. During hospitalization, customer was treated intravenously with fluids of saline and insulin. Reportedly the customer uses cold insulin, tandem technical support educated the customer that using cold insulin is off label per user guide. Customer was released on (B)(6) 2022, with issue resolved.